Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned however an image of the device was provided. The trunnion of the stem was worn, likely from interaction with the femoral head. Medical records received and evaluation: a review by a clinical consultant confirmed the disassociation, however it was determined that "clinical and past medical history, operative reports, surgical pathology and mar required." To fully investigate. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, pathology reports, additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's accolade stem and head due to disassociation of the head from the stem.

Manufacturer narrative:
Photographs of the explanted devices and x-rays were provided for evaluation. The patient has retained an attorney. Therefore no further information is available due to ongoing litigation. Not available.

Event description:
It was reported that surgeon revised patient's accolade stem and head due to disassociation of the head from the stem.